Event description:
The customer reported to baxter (B)(6) of a clearlink standard bore IV catheter extension in which the tubing from the extension set came off of the v-link connector piece after attempting to flush the tubing when connected to an IV site. The event occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual used unit was received for evaluation visual inspection was performed. A separation between the winged female luer lock adapter to the tubing assembly was observed. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.